Event description:
The physician states that a 76 year old female presented on 11/18/92 for esophegeal ligation. The banding cartridge was placed on the endoscope and inserted down the esophagus. After placing the cartridge on the varix, the trip wire was pulled to deploy the band. The distal bead came off the trip wire and the cartridge released from the endoscope into the esophagus. The cartridge was retreived using a retreval basket. There was no further patient complications. The patient remains hospitalized for other medical reasondinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.